Event description:
The operator used a 21mm v8, lot #101639, to pre-dilate the aortic valve before placement of the corevalve device. The v8 was inflated during rapid ventricular pacing with approx 28cc of saline/contrast solution. Upon deflation, the pt's arterial pressure plummeted. Immediate resuscitation efforts were initiated. The pt did not recover a blood pressure and expired. Review of the CT scan and cine confirmed that the balloon was properly sized. The v8 balloon inflation was stable and inflated and deflated normally. Fluoro observation of contrast extravasation into the pericardial space likely due to aortic root rupture. No device malfunction.

Manufacturer narrative:
There was no device malfunction. This report was submitted because of pt death.